Event description:
It was reported that unspecified product problem was noted on the right ventricular lead. No further information was reported.

Manufacturer narrative:
D4 - primary unique device identification (UDI) number cannot be provided as a product identifier could not be obtained.